Event description:
Staff reported that prior to the start of a surgical procedure, the ent microscope which had been plugged in started to make a "popping sound". Smoke was seen near the back vents and an odor described as an "electrical smell" was detected. The patient was under anesthesia on the or bed during the incident. The patient was not harmed, and another ent microscope was used to perform the surgical procedure. The staff notified the biomedical department and the microscope was removed from service and tagged.

Manufacturer narrative:
A service technician imported the ent microscope and found that the power transistor on the xenon lamp power board failed. The service technician installed a new xenon lamp power cord, tested it at maximum lamp brightness for over fifteen minutes and confirmed unit had been repaired and ready for use.